Event description:
Procedure: low anterior resection. According to the reporter: first cartridge was loaded onto the stapler and the device was inserted into the cavity through the trocar before confirming the jaws moved properly. The jaws were opened in the cavity and the device head was angled, and the device was set on the tissue and firing was done. After that, the surgeon retracted the black return knob, but it moved easily without resistance and the jaws did not open. To remove the device, the tissue of the tumor side was excised additionally. No bleeding. No tissue damage. Nothing fell into cavity. Pt status: no problem. Operating time extended: less than 30 min. The yellow tab was attached while loading. The surgeon inserted the device into trocar before confirming the jaws moved properly. Pt is male, age and weight: unk.

Manufacturer narrative:
(B)(4).